Event description:
(B)(4) clinical study. It was reported that ischemic angina and in-stent restenosis occurred. On (B)(6) 2012, the patient presented with stable angina and coronary artery disease and was referred for cardiac catheterization. Coronary angiography was performed. Subsequently, the index procedure was performed. The target lesion was an in-stent restenotic lesion of previously placed unknown stent located in the distal right coronary artery (rca) with 90% stenosis and was 15 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 16 mm promus element plus stent with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin. On (B)(6) 2013, patient presented with ischemic angina and was referred for cardiac catheterization. On (B)(6) 2013, coronary angiography was performed. The 70 ¿ 80% stenosis located in mid rca was treated by balloon angioplasty using multiple balloons (2.5 x 15 non-bsc balloon catheter, followed by 3.0 x 15 flextone cutting balloon and then eventually 3.5 x 12 non-bsc balloon). Following post dilatation, residual stenosis was 30%. In addition, 70% in-stent restenosis of previously placed promus element plus stent located in the distal rca was treated with balloon angioplasty using multiple balloons with resulting 0% residual stenosis. One day post procedure, the event was considered as resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 70% in-stent restenosis was noted in the distal segment of the mid rca but not the distal rca as previously reported. Angioplasty was done first using a 2.5x15mm non-bsc balloon catheter, followed by 3.0x15mm flextome cutting balloon and eventually a 3.5x12mm non-bsc balloon catheter. Following post dilatation, residual stenosis was 30% but not 0% as previously reported. The physician confirmed that the chest pain occurred due to larger inflation, but not due to any bsc product.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).